Event description:
On 2023-sep-14, information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they weren't getting any relief from their spinal cord stimulator since at least a month ago. Patient noted they were on group b and they could keep it on 4.6 to get relief, but now they were getting no relief and last night they had to turn it up to 5.6 before they could feel a little bit of vibration. Patient added they used to have to turn the intensity down to 2. 4 at night to not feel the vibration when they sleep, but they would leave the intensity at 4.6 and there would be no vibration at all. Patient confirmed they didn't have any recent falls or traumas. Patient met with manufacturer representative (rep) about 2 months ago at their doctor's office for a scheduled reprogramming. Pt noted they left a voicemail with the rep thursday about the issues. And notified them about the issue. Agent helped the patient connect to their settings and confirmed group b was turned on. Patient increased the intensity to 5.0. The issue was not resolved. Agent reviewed role of representative and provided the patient with the nas-national answering services number for their healthcare provider office to reach out to the local reps. On 2023-nov-13, additional information was received from the patient reporting that the cause of the patient not getting relief and feeling no vibration was reported to be due to the lead never being placed on the right side. It was reported that surgery would possibly be done to address the issue. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: on (B)(6) 2020 product type lead product ID 977a260 serial# (B)(6) implanted: on (B)(6) 2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 07-nov-2024, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 07-nov-2024, UDI#:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot#/serial# (B)(6), implanted: (B)(6) 2020, explanted: product type lead product ID 977a260 lot#/serial# (B)(6), implanted: (B)(6) 2020, explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that when the device was implanted, they put the two lead wires on the left side instead of one on the right side, so they never had relief on their right side. The patient shared they had been going back and forth with the manufacturer and the doctors, and finally they took an x-ray and saw that both lead wires were on the left and not on the right. The patient mentioned that they met with a new pain management physician as they were planning on doing surgery on the patient to attempt to fix the mistake made by the implanting physician. The patient said the new physician was planning to attempt to pull one of the lead wires loose and put a new wire in and connect it to the right but said it was a possibility it won't work at all because of how much scar tissue there may be as it's been 3 and a half years since they've had this surgery done. The patient assumed that both the implanting physician and the manufacturer representative at the implant procedure would've verified that the leads were in the proper place but they failed to do so. The patient had been suffering for 3 and a half years and had been in pain. The patient said they got a letter from the manufacturer asking what the problem was, and what they were going to do; but the patient was unsure about what was going on or what to do. The patient was unsure if it was the physician's fault or manufacturer's fault; all they know is that they never got it straightened out. The patient was planning on going through with the surgery.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cause of the lead never being placed on the right side was negligence. The patient stated that no surgery was planned.

Event description:
Additional information was received from the patient (pt). They reported that their surgery should hopefully be scheduled in the last week of (B)(6) or first week of (B)(6).

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the surgery was scheduled for (B)(6) 2024. Additional information was received, it was reported the surgery was unsuccessful. The patient was going to the (B)(6) hospital to a neurologist for more surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that yesterday they were supposed to have surgery as it was discovered that one of the wires was not connected correctly. Patient commented that it took this long for medtronic or anyone to admit that the wire was never connected. Patient said that dr. (B)(6) at (B)(6) went in to correct the problem but stopped the surgery because they saw some spinal fluid and they didn't want to go further. Patient mentioned that there were two medtronic reps present during the procedure: (B)(4) (last name asked/unknown). Patient then said that before they went home, the representative, (B)(4), took the controller and programmed the patient's settings back to where they were prior to the procedure. Patient noted that they were on group b and during the day intensity would be at 4.4 and they would decrease intensity to 3.0 at night. Patient stated last night they went to charge their ins and they could see that they were on group b; however, they were not able to adjust the intensity. Patient stated they would tap on number 1 and nothing would happen. Patient mentioned that they weren't able to sleep last night because it bothered their left leg so bad and they couldn't do anything with it. Agent had the unlock the controller; patient saw group b with program 1 grayed out and patient confirmed the screen would not change when they tried to tap on number 1. Agent had patient reset controller with ac power supply and patient confirmed green flashing light with controller at 100% and ins at 70%. Patient again attempted to access program 1 within group b and was unable. Patient switched to group a with same result. Patient commented they had tried groups a and c in the past and b was what they preferred. Patient stated they had left detailed voicemails last night and again today for (B)(4), but had not heard back. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the field requesting that they reach out to the patient. Patient mentioned they had a very difficult time walking and yesterday didn't make it any better.

Event description:
Additional information was received, it was reported the patient had surgery on friday to replace the wires. The patient stated that 4 years ago they connected the wires to the left but not right side and had no coverage for 4 years. The patient stated the representative did not do anything but set it on a and the two wires were on 0. The patient's legs hurt and their back was tightening up. The patient tried to adjust their therapy settings by themselves but that hurt their back more.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (b)96) 2020, explanted: (B)(6) 2024, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the physician chose to replace leads for better position. Nothing wrong just needed better placement. No return. Pt was not awake enough to add all settings. This was done at pov.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.